Event description:
It was reported following a percutaneous procedure, an angio-seal was deployed. The pt experienced a cold leg following the procedure, and an angiogram from the opposite leg was performed. An imperfection was identified at the level of the pervious angio-seal deployment. The pt was transferred to another hospital for surgical intervention.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible, since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.